Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, physician need to review a patient for a metal/metal problem, she has a wright medical tha in with a modular cobalt/chrome neck.